Event description:
The customer reported that she programmed a bolus and the device did not deliver any insulin. The customer stated that history alarm revealed a low reservoir alarm. The customer declined to troubleshoot the insulin pump, and she requested a replacement of the device. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.